Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part # 04.038.000s. Lot # 409p782. Manufacturing site: (B)(4). Release to warehouse date: 08.october.2021. Expiry date: 01.october.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent the open reduction internal fixation for the fracture of trochanteric femur with the tfna. It was difficult to insert the end cap during the surgery and the end cap stopped at about last two rotations. The surgeon checked the locking mechanism to confirm the possibility that the locking mechanism is not fully engaged. However, there was no problem. Procedure was completed successfully with thirty (30) minutes of surgical delay. This report is for one (1) tfna end cap extens. 0 tan. This is report 1 of 1 for complaint (B)(4).